Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) on behalf of the lay user/patient alleging that the patient's onetouch ping meter was reading inaccurately high. This complaint was classified based on the information obtained by the customer care advocate (cca). The reporter stated that the alleged product issue began on (B)(6) 2011 (exact date and time unknown). On (B)(6) 2011 at 1:00pm, the reporter discovered the patient ''passed out.'' The reporter stated that the patient manages his blood glucose using an insulin pump. The reporter is not sure if a blood glucose result was taken at this time and previous blood glucose results are not available. The reporter administered glucagon to the patient (unknown amount) and reported that the patient was better within the hour. The patient felt better the rest of the day and went out that evening. The patient reportedly arrived home at 3:30am sunday morning and reportedly checked his blood glucose result and obtained a result in the ''400's mg/dl.'' After obtaining the ''400 mg/dl'' result the patient reportedly delivered a bolus of insulin, via his insulin pump, and went to bed. On (B)(6) 2012 at 8:30am the reporter attempted to wake the patient and found him ''non-responsive/groaning.'' The reporter contacted emergency medical services (ems). At 8:40am, the reporter obtained a blood glucose result of 63mg/dl on the subject meter. At 9 a.m. On (B)(6) 2012 ems obtained a blood glucose result of ''approximately 20mg/dl'' on their meter and administered IV glucose (unknown amount). Based on statistical methodology the calculated difference of these blood glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter claimed that the patient felt better shortly after ems administered the IV glucose and that's when ems left. During troubleshooting, the reporter advised that the subject meter and testing supplies were not available for troubleshooting. The reporter confirmed that the subject meter was set to the correct unit of measure setting and was from an approved sample site. Replacement products were sent to the customer. This complaint is being reported as an adverse event because the patient reportedly suffered a serious injury as a result of obtaining inaccurate high blood glucose results on the subject meter and administering insulin based on the results. In addition, the two results being compared exceed lfs¿s specifications for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated respectively by product analysis (pa) on (B)(4) 2012 with the following finding: the meter and test strips both passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.